Manufacturer narrative:
Additional narrative: a device history record (DHR) review was performed for part number: 323.042: lot number: 2426269, manufacturing location: (B)(4), release to warehouse date: 21 november 2008: no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The drill sleeve was received with a broken off portion from the threaded tip; the broken off portion is missing. The sleeve outside diameter and the bore inside diameter were measured with caliper and found to meet the specifications per relevant drawing. The manufacturing documents were reviewed and no complaint related issues were found. The correct material 1.4112 stainless steel was used; and the hardness met the specification. The relevant dimensions did pass the 100% final inspection at the end of the manufacturing process. No manufacturing related issues that would have contributed to this complaint were found. The device was manufactured and distributed almost 10 years ago and was subject to frequent use. The exact root cause of this event cannot be determined but the most probable reason is mechanical overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the 4.3mm threaded locking compression plate (lcp) drill guide broke off during and unknown procedure one (B)(6) 2017. The broken tip was not able to be retrieved and remains embedded in the patient¿s bone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported procedure was delayed approximately 3 minutes.